Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple ghost pockets and duplicate pockets on drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 16247250 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 16247250 was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a technical support specialist (tss) reached out to the customer to investigate. However, the customer requested to close the case as the issue has been resolved by the field service engineer (fse). The system functioned as intended after technical support specialist investigated the issue.